Event description:
It was reported that after spaceoar vue and fiducial markers placement, the radiologist made an assessment of the implantation and discovered a rectal wall infiltration (rwi) that was catalogued as grade I rwi. Upon review of the magnetic resonance imaging, it was observed that the gel in the correct location at the base and midgland. However, at the apex it was observed that the hydrogel gets under the rectal wall and converges to a circular point right at the apex, in the recta wall. Less than 1cc was misplaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.